Manufacturer narrative:
Correction: this correction MDR is to address inaccurate and missing information in section h6, evaluation codes reported in the initial submission. Method: was left blank and should have been 4117, 3331 and 4109. Results: was left blank and should have been 213. Conclusion: should stated 11, and should have been 67. Additional information: we have subsequently received the investigation results for the following serial numbers. (B)(6) and (B)(6). Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6) haptic detached, override, stuck in cartridge. (B)(6) no product returned. The investigation concluded, that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Correction: section d4: the initial vmsr medwatch# 2648035-2020-00789, reported serial# (B)(6) had a lens damaged issue. However, upon further review it was determined that the issue is against the cartridge. Cartridge cracked or damaged. Consequently, only one investigation was completed. Breakdown of 1 completed investigation: (B)(6), no product returned. Section b5: is corrected from 4 to <noe> 3 </noe> malfunction events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: breakdown of 4 events is as follows: cosmetic issues: 1; difficult to use: 1; difficult to use; -haptic detached, -override 1; iol torn 1. UDI number: a partial UDI number is populated for this model as full UDI for intraocular lens. Is specific to diopter. Serial number of the suspect product: (B)(4). 2 investigation were completed, and 2 investigations are pending from this period. Breakdown of 2 completed investigations: (B)(4); no product returned. (B)(4); cartridge tip cracked/damaged, haptic detached, override. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.